Event description:
The account alleges that the hi/low function will not work, except hi/low down will function from footboard, resulting in an inability of device to go into trendelenburg.

Manufacturer narrative:
The tech adjusted the trendelenburg disengage switch, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.